Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address pain. Update rec¿d 02/15/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions. Adding a stem to the complaint.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to address pain and discomfort.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what previously alleged, ppf alleges metal wear, metallosis, and bone fracture. Doi: (B)(6) 2005; dor: (B)(6) 2015 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.